Event description:
It was further reported that the taxus express2 drug eluting stent was originally implanted to treat in-stent restenosis. Section 3 of the dfu contraindicates the use of this device for pts with in-stent restenosis. There were 2 stents used during the procedure, 1 bms and 1 taxus stent to treat the in-stent restenosis. A dissection occurred during the procedure. Grip, i.e. Name of balloon, was the reason for the dissection. The physician feels that the death was procedural related therefore not related to the device.

Event description:
Approx 2 hours after a coronary drug eluting stenting treatment procedure a thrombosis occurred. The vessel diameter was reported as 3.5 mm. The lesion being treated was located in the non tortuous, non calcified, 90% stenosed anterior descending artery. This vessel was predilated with a 15mm balloon. The physician implanted a 3.50 x 24mm taxus express2 drug eluting stent. He post dilated the stent with a 20mm balloon. Plavix was administered pre and post procedure. Approx 2 hours after the procedure the pt developed shock and there was a thrombosis present at the original treated lesion. The pt expired. Additional info has been requested.